Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that starting about a month ago, the patient was charging too frequently. The patient stated that he would charge to full, then after 10 minutes, the patient programmer shows the implantable neurostimulator (ins) is only 1/4 full. The patient confirmed that he changes until he sees the charge sufficient screen and the health care provider (hcp) will be looking into this at his next appointment on (B)(6) 2016. The patient also stated that he has not recently been reprogrammed or had the need to change his stimulation parameters. It was recommended that the patient keeps a diary of when this issue occurs as it was reported that it was happening intermittently. No symptoms were reported.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient does not let the charge go below 25%. The patient used to charge every 9 days when the implantable neurostimulator (ins) was placed, but now they have to charge every 2-3 days; the cause the issues was not identified. Troubleshooting was stated to be demonstrating how to use the charger and providing knowledge of the screens. An impedance test was performed on (B)(6) 2016 and resulted in normal impedance values. The actions/interventions taken to resolve the issue included reviewing charging wit the patient on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.